Event description:
It was reported that during a laparoscopic sigmoidectomy, the jaws did not open at the 15th firing. The device was used on the blood vessel. Both sides of the jaws were fired with another device and cut to remove the device from the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: empty. The analysis results found that the el5ml device was received with the jaws in the closed position. The trigger was manually assisted in order to open the jaws; no clip was released. Upon cycling the device, it was noted to be empty and the lockout had been fired through; in addition, the orange wheel indicator was noted to be overtraveled. Please note the failure of the indicator wheel is not related to the reported event. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. No incident related to the reported event was observed during the batch record review.